Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During visual inspection it was confirmed that the dso seal was damaged and replaced, but cassette failure is not confirmed regarding this complaint. Performance verification test was performed all tests passed within specifications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize when the cassette was locked. There was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.